Manufacturer narrative:
H6: corrected the following: health effect - component code, type of investigation, investigation findings, investigation conclusions. The reason for the reported revision cannot be confirmed from the information provided but may be due to prosthesis wear and/or related to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that this patient was initially implanted with an unknown exactech device in the right knee on an unknown date in 2018, then approximately 4 years later on (B)(6) 2023 the patient was revised. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided.

Manufacturer narrative:
H10. This patient is part of a class action lawsuit/ related to prosthesis wear. D6a. (B)(6) 2018 is used for the unknown date. Pending investigation.